Manufacturer narrative:
The reported event was infection. No anomaly was found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was noted that the patient presented to the hospital with pus emanating from the incision site of their implantable cardiac defibrillator. The device was explanted. The patient was stable.